Event description:
This event occurred during off label use in the right ventricular outflow tract. 2 hours after what had been an uneventful ablation attempt, the pt became symtomatic of pericardial effusion. An echo was done and revealed the effusion. Approx 300cc of fluid was removed. The pt stabilized and recovered in the ICU. The physician was unable to determine the cause of the perforation as there were multiple catheters in the body at the time. Also, since the pt had been transported from the procedure room for some time, the catheters involved in the event had been disposed of and were not recoverable for eval.